Event description:
During the initial right tsa for this (B)(6) female patient, there was a crack in the coracoid noted due to loosening of the coracoid gps tracker. At this point, the last two screws were placed without computer navigation. There was no action taken and the outcome is noted as: continue to update this adverse event until it has been resolved. Currently, there is no updated information in the clinical study database. The case report form indicates this event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-36-00 - 36mm humeral liner +0 unconstrained, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-31-36 - glenosphere, 36mm, 300-30-06 - equinoxe preserve stem 6mm.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the loosening of the coracoid gps tracker. Section h11: *the following sections have corrected information: (d4) catalog number: 320-35-02, unique identifier (UDI) #: (B)(4). (G4) PMA/510(k)number: k180632. (D10) concomitant device(s): 320-36-00 - 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - glenosphere, 36mm. 300-30-06 - equinoxe preserve stem 6mm.